Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagus procedure, when the surgeon combining the anvil and the stapler, they could not be fixed properly and abnormity was felt. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.